Event description:
It was reported that, it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt had a total hip replacement on (B)(6) 2011 utilizing the rejuvenate hip stem. It is further alleged that as a result of the insertion of that device, the pt will require another surgery to have the device removed and replaced.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The device is not available as the device remained implanted in the pt. Should additional info become available, the eval summary will be submitted in a supplemental report.